Event description:
Patient refilled the insulin cartridge in his insulin infusion pump on friday and replaced his insulin infusion set on saturday morning. Saturday night he began to feel ill. He woke up vomiting on sunday morning and went to the hospital that evening suffering from diabetic ketoacidosis where he was admitted and given insulin intravenous. He went back on his pump after he was released and his blood glucose level began to rise. He then put a new insulin cartridge into his back-up pump and his blood glucose level returned to normal.